Event description:
The customer reported that the system did not boot up normally. The touch screen did not display an image.

Manufacturer narrative:
The ge service rep checked the system and found the mda did not work. He changed the parts. The system operates as intended.